Event description:
It was reported that the patient had the artificial urinary sphincter removed due to erosion and infection.

Manufacturer narrative:
H3, h6, h10. H3 device evaluation: the ams 800 device was visually inspected and microscopically examined. A pinhole leak was found in the cuff pillow. The damage was consistent with explant. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The erosion and infection were unable to be confirmed.

Event description:
It was reported that the patient had the artificial urinary sphincter removed due to erosion and infection.

Event description:
It was reported that the patient had the artificial urinary sphincter removed due to erosion and infection.

Manufacturer narrative:
H3 device evaluation: the ams 800 device was visually inspected and microscopically examined. A pinhole leak was found in the cuff pillow. The damage was consistent with explant. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The erosion and infection were unable to be confirmed.